Manufacturer narrative:
A1: no patient specific details have been provided. Therefore, the patient initials reflect the gore case number. As the device remains implanted, no further investigation of the device can be conducted. Product history review: a review of the manufacturing records for the device could not be conducted because the serial/lot number remains unknown. Further details were requested from the physician, like lot-/serial no., patient details, root cause, if reintervention is planned etc., but nothing was provided yet. Further investigation is being conducted and will be included in the final report. Cbas® heparin surface incorporates carmeda-heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
It was reported to gore that the patient underwent endovascular treatment for an thoracoabdominal aorta aneurysm repair with a t-branch device, namely a gore® viabahn® vbx balloon expandable endoprosthesis (vbx device). It was stated that a 6 mm x 79 mm vbx was placed into the patient's left renal artery and was post dilated to 7mm at the distal end inside the renal artery. Initially the vbx was patent, and blood was flowing to the renal artery as expected, however on a follow up CT it was discovered that the vbx is now occluded. No further details are available yet.

Event description:
It was reported to gore that the patient underwent endovascular treatment for an thoracoabdominal aorta aneurysm repair with a cook zenith t-branch device which was extended with a unibody 22-115 bifurcated graft. The visceral branches and target vessels were selectively cannulated in turn and stented with gore® viabahn® vbx balloon expandable endoprostheses (vbx devices). Each a 6 mm x 79 mm vbx stent-graft in both renal arteries. Post dilated with a 7 mm balloon at the distal end inside both renal arteries. An 8 mm x 59 mm vbx, extended with a 9 mm x 39 mm vbx in the coeliac/sma common artery. An 8 mm x 39 mm vbx in the coeliac branch, which was then plugged with a 13 mm micro vascular plug. Initially the vbx devices were patent, and blood was flowing to the renal arteries as expected, however on a follow up CT it was discovered that the vbx device in the left renal artery is now occluded. No further details are available.

Manufacturer narrative:
B5 describe event or problem was updated. D4 device details updated according received lot-/serial no. Product history review: a review of the manufacturing records indicated the device met pre-release specifications. As the device remains implanted, no further investigation of the device can be conducted. Neither clinical images enabling direct assessment of product performance nor the device was returned for evaluation. Further details were requested from the physician, like patient details, root cause, if reintervention is planned etc., but nothing was provided. With the information provided to gore, the root cause of the reported event cannot be established.